Event description:
Procedure type: lap total colectomy. According to the reporter: during the procedure no abnormalities were observed and no leaks were seen at the conclusion of the surgery. In 2008, the pt was re-operated due to free air and leakage observed within the abdominal cavity. A bubble test was performed at the beginning of re-operation and a leak as found at the rectal anastomosis. The surgeon performed a washout and a temporary ostomy to the pt.